Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported patient underwent a left shoulder arthroplasty over 15 years ago. Subsequently, patient was revised to a reverse shoulder on (B)(6) 2016 due to rotator cuff issues.